Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, results, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "he over tightened the driver and heard a pop, the tip appeared to be broken."